Event description:
It was reported that the fiber got fractured the first time it was used. The fiber was replaced, and the procedure was completed using another fiber of same model. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece and no defects were found in the fiber body. The tip was in good physical condition. During testing of the connector, the light exiting the connector face was distorted, indicating an internal connector fracture. During functional testing, the aim beam was dim and round. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Based on the information available and analysis results, the reported complaint was not confirmed as the fiber was not physically broken, however it was observed that the light exiting the connector face was distorted indicating that there was an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the IFU mentions: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber (see postoperative instructions for details). If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the fiber got fractured the first time it was used. The fiber was replaced, and the procedure was completed using another fiber of same model. There were no patient complications.